Event description:
It was reported one day after pump implant that the patient might be overdosed on medication. The patient was very lethargic, "was not cognitive", and could not lock her knee when standing. The patient was unable to get a hold of the doctor at that time, but was seen by the physician the next day. It was later reported that the patient went into hospice. The patient had bladder cancer, and it was reported that the patient had the pump implanted because she was no longer a candidate for chemotherapy. It was noted that the patient and her partner agreed that the pump had improved the pain. It was clarified that the patient had lower extremity weakness, and could only go short distances. The patient also had dementia and functional limitations. The device system was used to deliver bupivacaine, clonidine and morphine. It was noted that the doctor typically had not seen lower extremity weakness until a dose of 14mg of bupivacaine was reached, but the patient was only at 3mg (2997 g/day). The physician lowered the bupivacaine dose to 2003 g/day, because it was believed that it could have been causing the weakness. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 8835 serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).